Event description:
During the setup of the 1041s system for a gynecological procedure, the laser beam (which was pointed in the direction of the patient), hit the drape covering the patient, which caught fire. There were no injuries to the patient or staff during this event.